Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker's battery dropped from five years to two and a half year for a span of fifteen months. Initial analysis indicated that the device is occasionally in high rate atrial sensing and high rate atrial sensing can cause an increase in power consumption. The engineers recommended methods to reduce the atrial fibrillation (af) and perhaps consider programming the device to a non-atrial based brady mode if condition becomes chronic. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker's battery dropped from five years to two and a half year for a span of fifteen months. Initial analysis indicated that the device is occasionally in high rate atrial sensing and high rate atrial sensing can cause an increase in power consumption. The engineers recommended methods to reduce the atrial fibrillation (af) and perhaps consider programming the device to a non-atrial based brady mode if condition becomes chronic. To date, the device remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and was returned for further analysis. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. A corrective and preventive action (CAPA) investigation was performed to further evaluate this behavior and a software application update was implemented to change the atrial sense lead configuration to off when the device is programmed to a non-atrial sensing mode. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our quality systems process.

Event description:
It was reported that this pacemaker's battery dropped from five years to two and a half year for a span of fifteen months. Initial analysis indicated that the device is occasionally in high rate atrial sensing and high rate atrial sensing can cause an increase in power consumption. The engineers recommended methods to reduce the atrial fibrillation (af) and perhaps consider programming the device to a non-atrial based brady mode if condition becomes chronic. To date, the device remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and was returned for further analysis. No adverse patient effects were reported.